Manufacturer narrative:
Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device was received and a supplemental report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information, device received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that while the patient reported an MRI was done reports indicated that a CT scan was done. The patient was seen on (B)(6) 2016 and impedances were checked and found to be in range. Reprogramming was conducted at the (B)(6) appointment, but when the patient was seen in (B)(6) 2017 the device was unable to interrogate and the ins was determined to be dead at the time of explant. Impedances were checked again and were found to be within range. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Manufacturer representative reported the patient had an MRI and felt the device move. It was reported that their interstim was not quite right after that. When they had their ins checked it was determined that the battery was dead and it was explanted. The issue was reportedly resolved. No further complications reported/anticipated.